Event description:
The customer reported to the olympus employee there is a patient infection following the use of an unknown scope. The customer states the automated endoscope leak tester did not detect a leak on the scope used with the patient. A request for additional information is in progress.